Event description:
Facility emt's used the device to deliver defibrillator energy two times in succession to a pt described as in cardiac arrest. The device then displayed service mandatory and a low battery message. Another device was immediately made available and used to continue pt treatment. The pt was not resuscitated. The reporter expressed that pt outcome was not affected by the event, due to use of the backup device.